Manufacturer narrative:
(B)(4). D10 - medical product: stemmed nonaugmentable tibial component, catalog # 00598605701, lot # 63656335. Articular surface, catalog # 00596403212, lot # 63093732. All poly petella, catalog # 00597206529, lot # 63675322. G2: united kingdom. Multiple MDR reports were filled for this event: 0002648920-2024-00027, 0001822565-2024-00366, and 0002648920-2024-00028. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : product location unknown.

Event description:
It was reported patient underwent a revision procedure five years post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: nexgen stemmed nonaugmentable tibial component item # 00598603701 lot # 63615650. H6: suggested component code: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b1, b4, b5, d2, g1, g3, g6, h1, h2, h6.

Event description:
It was reported patient was experience pain and swelling and radiographic imaging displayed a valgus angulation of the tibial prosthesis, varus deformity, and radiolucency of the anterior tibial component. Subsequently, patient underwent a revision due to loosening of the tibial component from de-bonding from the tibial cement mantle. Additional findings include posterior tibial wear, pitting of the poly, large tibial defect due to synovitis and osteolysis, and a large femoral condyle cyst. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Operative notes provided and reviewed state that the patient underwent a left total knee arthroplasty on (B)(6) 2017. Postoperatively, the patient began experiencing pain and swelling. Radiographic imaging later demonstrated valgus angulation of the tibial prosthesis, varus deformity, and anterior radiolucency around the tibial stem. On (B)(6) 2022, the patient underwent revision surgery due to loosening of the tibial component from de-bonding from the cement mantle. Intraoperative findings included tibial backside wear, pitting and yellow discoloration of the polyethylene, a large tibial defect attributed to synovitis and osteolysis, and a cyst in the femoral condyle. The tibial, femoral, and articular surface components were revised without complication using competitor products, while the patella component was retained as it was well-fixed and showed no signs of wear. There were no intraoperative complications noted. Postoperative imaging was satisfactory, and the patient was discharged. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed based on medical records provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.